Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient "having seven shock events and two weeks ago, had an eighth shock. I went to the hospital and was told I was in atrial fibrillation (af) and has one defective lead that still works. I had an ablation, went home and felt dizzy and can feel when it paces out of any episodes. I was in the basement yesterday morning and picked up an extension cord and received an external shock. ¿the patient indicated called in to the patient's heart physician and was told to go to the emergency room. The patient reported two electrograms (egm) performed, chest xray and they checked the patient's defib and was told everything was ok. The patient stated still feels dizzy episodes, shortness of breath, woozy feeling. Additionally, the patient indicated being 100% pacemaker dependent, does not think the defib is working right. The cardiac resynchronization therapy defibrillator (crt-d) and lead remain in use. No further patient complications have been reported as a result of this event.